Manufacturer narrative:
The reliability analysis inspected four opened and or used partial enlite sensors and found three out of four sensors with needle bent inside sensor. The remaining needle is missing, and it was also noted that the cannula was bent.

Event description:
The customer reported via phone call of issues with crooked needles on their sensors. The customer states they tried to insert one sensor and the cannula was slanted when they removed it. The customer states the second sensor had a needle bent. The customer states the last sensor also had bent needle out of the box. The customer was advised to return sensors for analysis, and that replacements would be sent out.